Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels in the 70's (mg/dl). Review of the pump settings with tandem technical support verified that the customer incorrectly entered the correction factor settings as 1:1 which was causing a large bolus amount. Recommendation was made to consult with healthcare provider regarding the pump settings.